Manufacturer narrative:
(B)(4)

Event description:
It was reported "on (B)(6) 2025, the doctor found swg kinked when opening the package prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "on (B)(6) 2025, the doctor found swg kinked when opening the package prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.